Event description:
Report received of multiple undocumented incidents and one documented incident of "stopcocks leaking" while in use. One event occurred on a patient who was undergoing a spinal fusion surgery. An arterial line had been established. The transducer set-up completed without problem. It was reported that a blood sample had been previously drawn from the line for blood gases without problem. In the middle of the surgical procedure, there was an unspecified amount of fluid and blood leakage noted from the stopcock. Report source stated that "the amount of blood loss was very little, reporter did not have to worry about it". The IV bag pressure was reportedly kept at 300mm hg. The health care provider noted the leak at once and changed to a new transducer set. Monitoring continued without problem. There was no report of patient harm. The patient did not experience any adverse effects. Information regarding the other reported incidents were requested, but no further information was available.